Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3001073 and product code 810041b. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and the mesh was implanted. Post-op, the patient experienced repeated urinary infections for the first 2 years, antibiotics in prophylaxis for 2 years, then a few per year, stomach aches, groin pain, lower back pain and fatigue. No further information is available.